Event description:
It was reported that during patient treatment, alarms for high fico2 and etco2 were generated. The high fico2 and etco2 alarms persisted even after performing several corrective actions that included increase of the fresh gas flow and replacing the co2 absorber. For safety reasons the anesthesiologist prematurely ended the surgery. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The returned patient cassette has been tested in a reference flow-I. No fault or deviations could be reproduced. The removal of the co2 in the inspired gas was successful. According to the test log, a successful sco was performed on the morning on the event date. A successful sco was performed one day after the event when a new patient cassette had been fitted into the anesthesia workstation. The technical log has no recordings related to the event which suggests that there was no technical malfunction of the anesthesia workstation during the event. The clinical alarms that were generated show that a high fico2 value was measured but without being able to reproduce the fault, we cannot determine the cause of the reported event. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).